Event description:
It was reported on (B)(6) 2025 a 38mm amplatzer septal occluder was selected for implant using a 12f non-abbott sheath. During implant the occluder took on a barbell shape. Several attempts were made to conform the occluder back to its original shape with partially re-capturing and re-deploying the occluder but were unsuccessful. There was some interaction with the left atrial roof and the left upper pulmonary vein. The occluder was removed and replaced with a new 38mm amplatzer septal occluder, which was successfully implanted. There were no clinically significant delays to the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. One image was received from the field showing the barbell shape deformation on both the discs of the device with blood present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported device deformation could not be determined. It is possible that the procedural conditions could have contributed to the device deformation. However, this can not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.